Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery